Event description:
It was reported that the product leaked. The event occurred during set up. There was no report of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.